Event description:
The customer reported their battery failed the battery test and is unable to complete the self test and had to use another battery pack to download the files. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.